Event description:
The customer reported elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the unicel dxc 600i synchron access clinical system. An initial result of 1.42 ng/ml was obtained from an aliquot of the original sample. The sample was then analyzed on an alternate access 2 system, which produced a result of 0.01 ng/ml from the primary tube analyzed through the closed tube aliquoter (cta). The erroneous result was not released out of the laboratory. There was no patient impact. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a high sensitivity system check, and it failed. The fse performed volume and dispense checks and was not satisfied with the dispensing portion of the testing. The fse replaced the dispense probes and proactively replaced the aspirate probes and tubing. Another high sensitivity system check was performed which passed within instrument specifications. The fse performed precision testing through the closed tube aliquoter (cta) and directly on the access 2 analyzer. All testing passed within the precision claims of the assay. Quality control (qc) was performed which passed within the laboratory's established ranges. The instrument conformed to the manufacturer's published performance specifications.

Manufacturer narrative:
The field service engineer (fse) performed a high sensitivity system check, and it failed. The fse performed volume and dispense checks and was not satisfied with the dispensing portion of the testing. The fse replaced the dispense probes and proactively replaced the aspirate probes and tubing. Another high sensitivity system check was performed which passed within instrument specifications. The fse performed precision testing through the closed tube aliquoter (cta) and directly on the access 2 analyzer. All testing passed within the precision claims of the assay. Quality control (qc) was performed which passed within the laboratory's established ranges. The instrument conformed to the manufacturer's published performance specifications.